Manufacturer narrative:
No product was returned and no investigation on the actual device will be performed. However, an investigation for similar events has been performed. All manufacturing controls for this lot number were found acceptable and effective to detect the reported failure mode. No nonconformity reports related to the reported failure mode were found. (B)(4).

Event description:
Covidien received information from a customer stating that during extubation of a patient, the cuff on a taperguard evac endotracheal tube could not be deflated. The cuff had been tested prior to use. The patient was not harmed of injured as a result of the incident.

Manufacturer narrative:
Covidien reference number: (B)(4). One sample was received for analysis. Inflation/deflation test was performed and the reported issue was confirmed. A visual inspection was performed and a cut in the cuff was observed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.

Manufacturer narrative:
Covidien has requested return of the device.(B)(4)